Event description:
It was reported that the patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) due to supraventricular tachycardia (svt). The device was programmed to the primary vector, and it was mentioned that the patient had previously experienced an inappropriate shock in the secondary vector. Boston scientific technical services (ts) was contacted, and ts discussed programming changes. The s-ICD and electrode remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) due to supraventricular tachycardia (svt). The device was programmed to the primary vector, and it was mentioned that the patient had previously experienced an inappropriate shock in the secondary vector. Boston scientific technical services (ts) was contacted, and ts discussed programming changes. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating that they plan on changing the conditional zone for therapy from 200 to 220 beats-per-minute when the patient comes to the clinic. No adverse patient effects were reported.